Manufacturer narrative:
H4: device manufactured on april 02, 2022 - april 03, 2022. H10: the actual device was not available; however, photographs of the sample were provided for evaluation.  Visual inspection of the photos revealed white particle matter inside of the primary container. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as a small round particle. This issue was identified during preparation. There was no patient involvement. No additional information is available.